Event description:
It was reported that the patient presented during a follow up in clinic. The right ventricular (rv) threshold was noted to have been increasing. The patient presented to the emergency room with presyncopal symptoms. There was intermittent loss of ventricular capture noted on the rv lead. The physician elected to revise the lead. On (B)(6) 2017, during the procedure to revise the lead, it was noted that the lead was stuck in the device. Therefore the lead was cut and the device was removed from the pocket. The remaining rv lead was capped and replaced along with the device. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.